Manufacturer narrative:
Other device associated with this event: heartware ventricular assist system ¿ pump, model 1104 / expiration date 30apr2018 / serial number: (B)(4), implanted date: (B)(6) 2016, mfg date 30apr2016, (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient developed low ventricular assist device (vad) estimated flows. The patient developed symptoms of worsening heart failure and required advanced cardiac life support to stabilize the patient. A computerized tomography (CT) revealed thrombus formation within the patient¿s outflow graft. The patient underwent thrombolysis on (B)(6) 2017. This was followed by surgical closure of the outflow graft and the discontinuation of vad therapy. The vad and outflow graft remain in situ at this time with plans to exchange the device at a later date. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the devices were exchanged.

Manufacturer narrative:
Product event summary: the pump and a segment of the associated outflow graft were returned for evaluation. The reported low flow event was confirmed via review of log files which revealed a decrease in estimated flow starting (B)(6) 2017 and twelve low flow alarms logged since (B)(6) 2017. Failure analysis of the returned pump revealed that the device passed visual examination, functional testing, and dimensional verification. Failure analysis of the returned segment of outflow graft revealed that the device passed visual examination. Internal pathological report revealed evidence of thrombus within the outflow graft. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the low flow event observed during log file analysis may be attributed to thrombus in the outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: pump, hw26409 d4: model #: 1104 / catalog #: 1104 / UDI #: (B)(4) yes, return date: 2018-01-23 h3: yes FDA method code(s): 10, 4112 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 67 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.